Event description:
Add'l info received from MFR 5/2/03: depuy became aware of this event on sept 27, 2002 and a complaint record was initiated (0201960c-1). The explanted device was forwarded to depuy. Upon examination, they discovered that the device was not manufactured by depuy. They believe the device was manufactured by a competitor (biopro). The hospital was contacted, and they returned the device to the hospital on oct 17, 2002. Because depuy did not MFR the device, they did not file an MDR for this event.

Event description:
Required surgery of left knee to remove prosthesis. Physician states plastic had disassociated from metal.